Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause the reported difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Additionally, unused devices were returned for evaluation. Functional testing was successfully performed on the returned unused, sterile devices with no observations.

Manufacturer narrative:
Patient codes: 2199 labeled na device codes: 2921 labeled 2920 labeled 1506 labeled internal file number - 380004/3-1: during processing of this complaint, attempts were made to obtain complete event, patient and device information. B3, b6: date estimated g9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using a proglide device after an interventional neurology procedures. Reportedly, when opening the footplate, there was uncharacteristic resistance, the device would not pull back to oppose the vessel wall. Pulsatile flow did not cease. The footplate was retracted, repositioned and attempted again with the same result. The device was removed. The suture/needles seem to protrude a bit. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.